Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: (B)(4).

Event description:
It was reported the patient stopped charging the device as recommended by the manufacturer guidelines. As a result, the ipg is inoperable. In turn, surgical intervention may be undertaken to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. The patient experienced a fall and could no longer communicate with ipg after the fall. The patient was reprogrammed post-surgery and effective therapy was restored.

Manufacturer narrative:
(B)(4). The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.